Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), it was discovered that the belt had bent pins in the trunk cable connector. The last patient to use this belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector pins were bent. The cause for the bent connector pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the bent connector pins. The last patient to use this belt did not report any problems.